Event description:
The customer reported that the volumes and pressures were fluctuating. The nellcor puritan-bennett service technician verified that the volumes were out of specification and replaced the cup seal. The unit passed extended testing. This report is not an admisison by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.